Event description:
First, this report represents the same event occurring with approximately 23 patients over a period of 6 months. The event is mistracking which occurs in treatments called synchrony treatments when the treatment is interrupted, for any reason, and then restarted. The anomaly appears to stem from the 8.1 delivery software. In each of the 23 cases, the radiation therapists report that at least one treatment interruption occurred for each patient where the anomaly could have been invoked. To be sure, accuray would need to analyze the data to determine if and when mistracking occurred.the health professionals believe this stems from a software malfunction within the cyberknife.

Event description:
First, this report represents the same event occurring with approximately 23 patients over a period of 6 months. The event is mistracking which occurs in treatments called synchrony treatments when the treatment is interrupted, for any reason, and then restarted. The anomaly appears to stem from the 8.1 delivery software. In each of the 23 cases, the radiation therapists report that at least one treatment interruption occurred for each patient where the anomaly could have been invoked. To be sure, accuray would need to analyze the data to determine if and when mistracking occurred.the health professionals believe this stems from a software malfunction within the cyberknife.